Manufacturer narrative:
The complaint investigation for a falsely elevated alinity I stat high sensitive troponin-I result included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Using worldwide field data, a review showed that the median patient results for lot 59305ud00 are within established limits, confirming there was no systemic issue for lot number 59305ud00. Trending review determined no related trend for the issue for the product. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Based on the information provided and the complaint investigation, no systemic issue or deficiency for the alinity I stat high sensitive troponin-I, lot number 59305ud00, was identified.

Event description:
The customer reported a falsely elevated alinity I stat highlysensitive troponin-I result on a female patient. Results provided: on (B)(6) 2024 sid (B)(6) = 93.82 / 97.36 / 95.28 ng/l, x2 dilution = 111.19 ng/l, x4 dilution = 113.84 ng/l / x10 dilution = 114.96 ng/l / 115.07 ng/l (diagnostic cutoff: 16ng/l). Roche troponin-t result is negative, normal EKG. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for a falsely elevated alinity I stat high sensitive troponin-I result included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Using worldwide field data, a review showed that the median patient results for lot 59305ud00 are within established limits, confirming there was no systemic issue for lot number 59305ud00. Trending review determined no related trend for the issue for the product. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Based on the information provided and the complaint investigation, no systemic issue or deficiency for the alinity I stat high sensitive troponin-I, lot number 59305ud00, was identified.

Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result on a female patient. Results provided: (B)(6) 2024 sid (B)(6) = 93.82 / 97.36 / 95.28 ng/l, x2 dilution = 111.19 ng/l, x4 dilution = 113.84 ng/l / x10 dilution = 114.96 ng/l / 115.07 ng/l (diagnostic cutoff: 16ng/l). Roche troponin-t result is negative, normal EKG. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier complete sid: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result on a female patient. Results provided: (B)(6) 2024 sid (B)(6) = 93.82 / 97.36 / 95.28 ng/l, x2 dilution = 111.19 ng/l, x4 dilution = 113.84 ng/l / x10 dilution = 114.96 ng/l / 115.07 ng/l (diagnostic cutoff: 16ng/l). Roche troponin-t result is negative, normal EKG. No impact to patient management was reported.